Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon ruptured at 8 atm, in a non-calcified vessel. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
(B) (4): results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: qa analysis revealed that the balloon dilatation catheter (bdc) was returned with blood in and on the balloon. There was contrast in and on the balloon, in the inflation lumen and on the distal shaft. The balloon was loosely folded. There was a longitudinal rupture on the balloon, 2mm distal to the distal end of the balloon distal marker and extending proximally for a length of 1.4 cm. There was no scratch noted on the balloon. There was no other damage noted to the bdc. The product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.